Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 1353 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi) and 1379 days after the procedure, the patient required a target vessel reintervention (tvr). On the day of the index procedure, the clinical status assessment identified the patient's qualifying condition as braunwald classification iiib unstable angina and the patient was referred for cardiac catheterization. The index procedure treated a 3.5x10mm, 80% stenosed lesion located in the distal left anterior descending artery (dist lad) with predilation and placement of a taxus express2 3.5x16mm drug eluting stent, reducing the stenosis to 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. At 1353 days after the implant procedure, the patient was seen in the emergency department after a fall from lightheadedness and subsequent weakness. The patient denied chest pain. Plavix was not listed on admission medications. EKG revealed atrial fibrillation. Cardiac enzymes were elevated which confirmed the patient had an mi. Echocardiogram performed 2 days later revealed estimated ejection fraction 60%, left atrial enlargement, left ventricular hypertrophy, and aortic valve sclerosis without stenosis and trace tricuspid regurgitation. The patient was treated medically with lopressor. The patient declined cardiac catheterization during this hospitalization, preferring to schedule with his own physician at a later date. The patient was discharged 3 days later on plavix. In the opinion of the physician, the relationship of the mi to the taxus stent or the index procedure was unrelated, the relationship to the prior co-morbid condition or non-target vessel was unknown. At 1379 days after the implant procedure, the patient was admitted for elective cardiac catheterization, which revealed proximal 70% stenosis in the lad; and mid 80 - 90% stenosis in the circumflex (cx) artery. The core lab report notes 38.25% (projection 1) and 9.30% (projection 2) stenosis of the mid lad. The proximal lad was treated with a 3.5x16mm taxus stent, reducing the stenosis to 0%. Plaque shift to the ostial cx was noted. The cx was treated with a 2.5x12mm taxus stent, reducing the stenosis to 0%. The ostium of the cx was treated with a 3.5x12mm taxus stent, reducing the stenosis to 0%. A resulting plaque shift to the ostial lad was treated with a dual inflation of the proximal cx and lad. The patient was discharged the next day on asa and plavix. In the opinion of the physician, the relationship of the tvr to the taxus stent or the prior co-morbid condition was unknown, the relationship to the index procedure was unrelated.